Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was leak. The customer¿s blood glucose level was 119 mg/dl at the time of the incident. Customer states that reservoir was discarded. The reservoir will be returned for analysis.